Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported unknown side rupture. Device remains implanted.

Event description:
Additionally, healthcare professional reported surgery occurrence and "[...] Rupture was not confirmed, only capsular contracture baker grade ii was detected. The symptoms that patient presented [and the sudden discomfort felt] were related to patient´s stress [of thinking that the implant could be ruptured]." It is unclear if the information indeed belongs to the patient. Hence, status of the device is unknown.